Event description:
It was reported that the patient received an alert for high impedance. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.